Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other twelve proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with thirteen proglide devices were attempted in the right common femoral artery (rcfa) using the preclose technique prior to an interventional procedure to insert an impella device in the heart. The arteriotomy was 6fr. Reportedly, an unknown device failure occurred with twelve proglide devices. A sidewall stick occurred with the thirteenth proglide device. The sheath was upsized to a 14fr and the interventional procedure was completed. The patient was taken to an operating room and a cut-down was performed to suture the artery closed and achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.